Manufacturer narrative:
A partial lead measuring 7.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was determined that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.